Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm and prime alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the prime test, excessive no delivery test, self-test or unexpected restart error test due to motor error alarm. The insulin pump passed displacement and currents tests. The insulin pump had cracked battery tube threads, minor scratched display window and missing end cap sticker.